Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. The device was reprogrammed to address the issue.